Event description:
It was reported that the patient had nothing but problems with her device. No further information was reported, so the patient¿s problem was unclear and additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # va05v66, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).